Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient does not recall when the alleged power issue began. A few minutes prior to the alleged meter issue, the patient stated she developed symptoms of being ¿confused, all around not feeling well¿. During the follow-up call she further described her symptoms as ¿shaky and slurring words¿. In response to the symptoms, the patient attempted to test her blood glucose with the subject meter but was unable to as it would not turn on. The patient reported self-treating with orange juice and food an unknown time after the meter issue began. The patient claimed she performed a blood glucose test on another device when she got home and obtained a blood glucose reading of ¿60 mg/dl¿. During the follow-up call, the patient stated she tests her blood glucose 3-4 times a day and claimed her normal blood glucose readings are around ¿130 mg/dl¿ but have been erratic. The patient stated she becomes symptomatic when her blood glucose falls close to 100 mg/dl and when it falls below 100 mg/dl she goes down fast and feels like she is going to pass out, starts to shake and can¿t talk. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regime in response to the alleged meter issue. During the follow-up call, the patient claimed the subject meter caused a delay in treatment as she didn¿t know if her blood glucose was ¿up or down¿.at the time of troubleshooting, the customer service representative (csr) confirmed the patient was unable to turn the meter on manually. The csr noted the patient did not have tests strips available to test turning the meter on using a test strip. The csr was unable to confirm if the correct test strips were being used or if the battery needed replacing. The csr documented the subject meter was not being used for the first time and there was no indication of misuse. At the time of troubleshooting, the alleged power issue remained unresolved and replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia prior to the alleged meter issue, this complaint is being reported because the patient claims the alleged meter issue caused a delay in treatment.